Manufacturer narrative:
(B) (4) fatigue. (B) (4). The second promus rx 2.5 x 08 mm (part#1009539-08b/lot#9033161) mentioned is being filed under the same manufacturer number.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction requiring medications. Device issue: no device malfunction has been reported. It was reported that during the two to three weeks post implantation of two promus stents in an unspecified vessel, the patient complained of an inability to eat and stomach pain. The symptoms were determined to be due to the combination of prilosec and plavix. Stomach pain eased with the discontinuation of prilosec. Reportedly, the patient continues to experience sleeplessness, fatigue, inability to eat or swallow, a foul taste in the mouth, chest pain, arrhythmias, and a sensation that blood is hot with activity. The patient has many allergies including metal allergies. The patient continues to take benadryl. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.